Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely calcified and moderately tortuous vein. A 5f sheath was placed. After a non bsc guide wire crossed the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced. The balloon was inflated for 10 seconds however it ruptured at 15 atmospheres on the first inflation. The device was removed from the patient. The procedure was completed using a 5-40/5.3/40 mustang¿ balloon catheter and the blood flow was restored. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 4mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).